Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received from customer reports the serosal bowel injury was treated with 3-0 silk sutures over the area of injury during surgery, and that the patient required hospital stays for the subsequent hemodialysis treatments.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
Medwatch report mw5160877 received: "patient went in for surgery to assess why peritoneal dialysis catheter was not working. While in surgery the surgeon had to dissect abdominal adhesions and when doing so caused a serosal injury to the patient's bowel due to an electrocautery malfunction. Patient was unable to receive a new peritoneal dialysis catheter and has since had to receive a fistula for future hemodialysis." Additional information was received from the customer that the procedure was converted from a laparoscopic to open surgery. The procedure was completed with another device. The serosal bowel injury caused the patient to have to switch from peritoneal dialysis to hemodialysis. There were no further reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01031. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.